Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple stored episodes of right atrial and ventricular noise were noted on the electrogram. The noise manifested as auto mode switch or high ventricular rates. The noise was easily reproduced with isometrics. The leads were capped and replaced on (B)(6) 2019. The patient was stable. Related manufacturer report: 2017865-2019-18153.